Manufacturer narrative:
D2a: common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "potential complications associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, and cardiac arrhythmia or arrest. Those that can occur during endoscopic balloon extraction include, but are not limited to: stone impaction, localized inflammation, pressure necrosis." Prior to distribution, all fusion extraction balloons with multiple sizing are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic stone removal the physician selected a cook fusion extraction balloon with multiple sizing. It was reported [that] the balloon leaked air after inflation and could not inflate. A new three lumen balloon was immediately replaced, and the device was checked for integrity. The wire guide was exchanged again and the stone was removed from the common bile duct. During this period, the patient's sphincter incision bleeding was significant (normally there should be no bleeding), and the patient's oxygen saturation was monitored to decrease to 86%. After anesthesia treatment, the oxygen saturation was restored to 96 [subject of report], taking about 15 minutes to replace the equipment and treat blood oxygen saturation. A section of the device did not remain inside the patient¿s body. The patient experienced bleeding due to this occurrence. According to the initial reporter, the patient's anesthesia and surgery time were prolonged.